Manufacturer narrative:
Upon return of the implantable neurostimulator (ins) analysis found no significant anomalies. The ins was functionally okay with insufficient anomalies.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The patient had decreased relief following a motor vehicle accident and he had turned the device off as it was not providing relief. Diagnostics included interrogation of the device which had revealed an abnormal interrogation of the device, had revealed poor coverage. The plan was to replace the device secondary to normal end of battery life and to revise the leads, if it was necessary. An unscheduled clinic visit and reprogramming were actions taken. During the revision the patient had noted excellent coverage and leads were not revised. The outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the device was at elective replacement indicator (eri). The device was explanted and returned to the manufacturer for analysis.

Event description:
Additional information received from the healthcare provider (hcp) for a clinical study via a manufacturer representative reported the diagnostic method included the patient reporting the information. Information previously reported about diagnostics including interrogation of the device which had revealed an abnormal interrogation of the device, had revealed poor coverage were removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.